Manufacturer narrative:
This report was submitted with the date of report as the manufacture notified date. A correction is being filed to reflect the date of report as the date the initial report was submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information post procedural photos of implanted pipeline was received for evaluation. Clinical observation of the pipeline mid segment not opening completely was confirmed. The likely cause of the customer experience could not be determined, however, placing the pipeline braid at a vessel bend could have been a factor contributed to the reported experience. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported device will not return for evaluation as it was implanted in the patient. Therefore, product evaluation cannot be performed. The cause of the reported event could not be conclusively determined from the available information. Linked MDR's 2029214-2017-01032 2029214-2017-01033 2029214-2017-01034

Event description:
Medtronic received information that the pipeline did not fully open during treatment of an aneurysm located in the paraopthalmic segment of the internal carotid artery (ica). This occurred three times in the same procedure. Vessel tortuosity was normal. It was reported that the devices were prepared per the instructions for use (IFU) and continuous heparinized saline flush was used via the delivery system. This was the third pipeline attempted in this procedure. When deploying this device, the distal end opened and was well apposed just below the ophthalmic artery. However, after the ophthalmic artery at the first genu, the device was difficult to open. After multiple manipulations, the device opened with the mid segment narrowed approximately 1.2mm. There were no kinks or twists in the braid observed. Additional attempts were made to open the narrowed section without success. The decision was made to implant this device, followed by using a balloon (non-medtronic device) to widen the narrowed section of the pipeline device. Multiple inflations of the balloon were made to widen the narrowed pipeline segment to approximately 2.5 ¿ 2.75mm. At this point, the decision was made to leave the device as is and place the patient on anticoagulant therapy while continuing to monitor the patient. The patient remained well without complication or injury the morning after the procedure.